Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous circumflex posterolateral branch. A 10mm x 2.25mm wolverine coronary cutting balloon monorail was selected for use. During procedure, initial inflation was at 8 atm for 30 seconds. However, during the second inflation, a sudden loss of pressure occurred while inflating to approximately 3 atm and it ruptured. The device was removed and there were no internal remains. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous circumflex posterolateral branch. A 10mm x 2.25mm wolverine coronary cutting balloon monorail was selected for use. During procedure, initial inflation was at 8 atm for 30 seconds. However, during the second inflation, a sudden loss of pressure occurred while inflating to approximately 3 atm and it ruptured. The device was removed and there were no internal remains. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection of the balloon did not identify damage the balloon. No issues were identified with the hypotube shaft and the length of the shaft polymer extrusion. Microscopic examination and leakage test of the balloon identified a pinhole at the proximal markerband during the inflation attempt. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages noted on the shaft polymer extrusion. No damage noted to distal tip. Examination of the proximal and distal markerbands identified no damage. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. Based on the event description, it is most likely an interaction occurred between the balloon and the patients anatomy that contributed to the reported event. The patients anatomy was moderately tortuous and 70% stenosed, these anatomical features most likely contributed to the balloon rupture.